Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system - dual port 22 ga 1.00 in a missing clamp was reported. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about a missing clamp of nexiva. According to the customer's report, the hcp noticed after venipuncture that there was no clamp assembled in the product. This defective product was removed, and re-venipuncture was required with another new product.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes . D.9. Returned to manufacturer on: 1/19/2022. H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used unit and two photos. During the visual examination, it was observed that the unit was missing the clamp. The reported issue was confirmed. A missing clamp can occur during the manufacturing process. A device history record review could not be performed as the lot number is unknown.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system - dual port 22 ga 1.00 in a missing clamp was reported. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about a missing clamp of nexiva. According to the customer's report, the hcp noticed after venipuncture that there was no clamp assembled in the product. This defective product was removed, and re-venipuncture was required with another new product.